Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their cuff was too small and caused discoloration. Teladoc's blood pressure monitor fits patients with up to a 42cm arm circumference, the patient confirmed that their arm is larger than 42cm. The patient confirmed that they are not taking medication that could contribute to bruising. It was not confirmed if the patient received medical attention due to the discoloration.